Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system and confirmed foot pedal in the room was defective and the clinical use of the device was unknown at the time of event occurred. The philips engineer confirmed the reported issue and to resolve the issue a new pedal has been sent to the biomedical department for replacement. The new footswitch has been replaced, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that the wired footswitch was defective. No harm has been reported to philips.